Event description:
Reportedly, during an in-clinic follow-up performed on (B)(6) 2016, the rv coil continuity was repeatedly measured below 200 ohms. Moreover, data stored in device memories revealed the presence of variable ventricular lead impedance measurements, variable svc coil continuity measurements, and ventricular oversensing. Preliminary analysis results showed that a lead issue or a lead/ICD connection issue is suspected at ventricular level.

Event description:
Reportedly, during an in-clinic follow-up performed on (B)(6) 2016, the rv coil continuity was repeatedly measured below 200 ohms. Moreover, data stored in device memories revealed the presence of variable ventricular lead impedance measurements, variable svc coil continuity measurements, and ventricular oversensing. Preliminary analysis results showed that a lead issue or a lead/ICD connection issue is suspected at ventricular level.